Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that on program 1 on a "higher level", the patient felt stimulation that hurts on their left side where the implant is. The patient stated that they wanted to change to program 3. The patient reported that the device was not working. The patient stated that the device stopped working a while after the surgery. The patient reported that on program 3, she felt stimulation in the left side where her pelvis is, and that she will she will try program 3. No further complications were anticipated/reported.